Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, one battery contact was contaminated. It was also noted that the lower case was broken, the upper case was dented affecting keyboard fit, both bail covers and ring cover were broken, the battery contacts were compressed, the ring was bent, the keyboard was scratched, and the serial number label was damaged.

Event description:
It was reported that the external pulse generator (epg) intermittently turns itself off. The biomedical engineer could not duplicate the complaint. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.